Event description:
Additional information received from the hcp reported that the system was inoperative. The cause of the event was unknown. It was unknown whether there would be surgical intervention. It was noted that there was no patient injury.

Event description:
It was reported that the pt was in pain following the revision and replacement of a pump system. See MFR report# 600003020-2011-08186 for pt issues with the pump system. It was also reported that the pt had a stimulator and lead replacement and his leads were not connected and had moved. The pt was planning to have surgical revision to fix the stimulator issues. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).